Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test and force sensor test. Device received missing reservoir tube o-ring, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the blood glucose was high and the insulin pump was damaged. The customer¿s blood glucose was 500 mg/dl at the time of the incident. The customer¿s current blood glucose was 500 mg/dl. The customer¿s mother reported that the insulin pump cannot hold the reservoir. The customer had nausea related to their high blood glucose. The customer treated high blood glucose with manual injection. The customer¿s mother declined to troubleshoot for high blood glucose. The customer¿s mother reported that belt clip broke and rubber gasket was missing from the reservoir casing causing high blood glucose. The customer reported that the reservoir was unable to lock in place when inserted into pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.